Event description:
Boston scientific received information that during a follow up, loss of capture was noted on this left ventricular lead. An x-ray confirmed that the lead had dislodged. A revision procedure was performed and this lead was replaced. The left ventricular lead will not be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.